Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was displaying a "no sync" error message on both display monitors after the facility experienced a power outage. All devices in that department came back up except this cns. No patient harm was reported. Investigation summary: during troubleshooting, the cns booted back up, however, the tower did not power back up until the customer was advised, by our nk ts technician, to press the power button on the tower, which resolved the issue. The issue was determined to be due to a user related error, as the device was not properly powered on. Based on the information reported, nihon kohden (nk) was able to confirm the reported issue was due to a user related error, as the device was not properly powered on, (due to a user related error), after a power outage at the facility. Some potential causes of the cns device experiencing app advisory error message issues or power loss, which are typically due to, but are not limited to, user related setup error issues and/or software / network / connectivity / environmental / it issues, software or file corruption, (typically due to user related errors, ungraceful shutdowns, unexpected shutdowns, power surges, power issues, or power outages), hard disk drive damage, (due to physical damage, corruption, or ungraceful or unexpected shutdowns), and/or other damage to the device or its components.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was displaying a "no sync" error message on both display monitors after the facility experienced a power outage. All devices in that department came back up except this cns. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was displaying a "no sync" error message on both monitors of their cns. They stated that this facility has just experienced a power outage, and after several moments, all devices came back up except for the cns in their department. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was displaying a "no sync" error message on both monitors of their cns. They stated that this facility has just experienced a power outage, and after several moments, all devices came back up except for the cns in their department. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.